Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced seizures and the implantable pulse generator (ipg) exhibited pacemaker spikes with no qrs waves noted on electrograms (egm) with normal sinus rhythm noted on electrocardiography (EKG). The ipg remains in use. No further patient complications have been reported as a result of this event.